Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Reportedly, customer delivered multiple bolus corrections for a prior bg level. Bg was treated with intravenous saline. Reportedly, customer left the ER 4-5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.